Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical service department (ats). A functional test was only possible with loud running noises from the ball bearings. The ball bearings are running roughly. The mill stuck in the handpiece. It is only possible to remove it with a lot of effort. Damages and corrosion at the outer surface (tip) can be found. The interior is completely stained and full of corrosion/rust. The ball bearing at the tip is broken. The mill shows corrosion and damages. A reference code can not be found. A repair is not possible. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an overload use, and to an insufficient maintenance/reprocessing of the devices. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that during a routine extraction the surgeon noticed that the drill was getting hot and the patient had a thermal burn as a result.